Manufacturer narrative:
Model number/catalog number: sc-2218-70, serial number: (B)(4), batch/lot number: 21314058. Model/catalog description: linear st lead kit 70 cm. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection at the ipg site. It was noted that the patient ended in the emergency room due to feeling awful, weak, tired and fever. The infection was not device related and nothing happened during the procedure that may have caused or contributed to the event. Three weeks later after the patients implant, the ipg site started to ooze and had puss coming out of it. The patient was prescribed with antibiotics but it did not work because there was too much infection. The patient underwent an explant procedure.